Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a critical pump error. They said that the pump was on their waist band and they think that the buttons are stuck. The customer's blood glucose is unknown. They mentioned that they tried taking out the battery but the same thing happened and the pump will not let them do anything. During troubleshooting for the critical pump error, the customer said that the display screen showed an open book icon. The call was dropped. The customer did not answer when a call back was made. The pump will not be returned for analysis.